Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid".

Event description:
Patient representative reported left side "liquid", "generalized anxiety, with symptoms of anxiety", "fears and concerns related to her surgical process", and "pain". Non-device related events of "palpitation, [and] insomnia" were also reported. The device has been explanted.